Manufacturer narrative:
Please see summary memo.

Event description:
The doctor reported the implant was removed due to osseointegration failure within 1 year, approximately 10 months after implant placement. The bone quality was type iii. The oral hygiene around implant site was moderate. Bone resorption was observed during the removal surgery. Bone augmentation material was used in implant placement surgery. The patient has since recovered.